Manufacturer narrative:
Investigation: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for leakage/difficult to activate with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage/difficult to activate as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage/difficult to activate. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: blood is leaking when switching between tubes during collection.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device. The product also experienced difficulty while trying to activate the safety feature and insufficient blood flow through the device when used in combination with glass or citrate or ctad tubes. The following information was provided by the initial reporter. The customer stated: blood is leaking when switching between tubes during collection. Additional information received oct 4th 2021: 1. The collectors reported that blood coming out of the inside of the vacuum collection adapter occurred more than once at the end of tube collection. This problem could be related to the adapter other than the bd one and the connection with the distal needle would not be fitting right, or also to the gbo tube and the tube rubber being less siliconized and more rigid, therefore removing the siliconization of the needle and damaging the distal needle rubber allowing blood to escape after withdrawal from the tube. However, the client reported that she had never had this problem before, it only started when this batch of scalp was used and after the batch was changed, the reported case did not happen again. 2. In this same batch of the reported problem, the client says that at the time of vein puncture, the beginning of the scalp's vinyl cannula is not wetting blood as it should. In the currently used batch the problem no longer occurs. 3. The customer did a test with the two scalp batches which had the reported problem and the new batch. She reported that in the problem batch it was observed that he was aspirating less blood than the new batch.¿

Manufacturer narrative:
Additional information has been received witch changes the event of the complaint. B.5. Event description:it was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device. The product also experienced difficulty while trying to activate the safety feature and insufficient blood flow through the device when used in combination with glass or citrate or ctad tubes. The following information was provided by the initial reporter. The customer stated: blood is leaking when switching between tubes during collection. Additional information received oct 4th 2021; 1. The collectors reported that blood coming out of the inside of the vacuum collection adapter occurred more than once at the end of tube collection. This problem could be related to the adapter other than the bd one and the connection with the distal needle would not be fitting right, or also to the gbo tube and the tube rubber being less siliconized and more rigid, therefore removing the siliconization of the needle and damaging the distal needle rubber allowing blood to escape after withdrawal from the tube. However, the client reported that she had never had this problem before, it only started when this batch of scalp was used and after the batch was changed, the reported case did not happen again. 2. In this same batch of the reported problem, the client says that at the time of vein puncture, the beginning of the scalp's vinyl cannula is not wetting blood as it should. In the currently used batch the problem no longer occurs. 3. The customer did a test with the two scalp batches which had the reported problem and the new batch. She reported that in the problem batch it was observed that he was aspirating less blood than the new batch.¿ imdrf annex a grid: in addition to the a050401 code, annex code; a150102, and a140304 were added to the event annex a code description.

Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Investigation summary: bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for leakage/difficult to activate with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to leakage/difficult to activate as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage/difficult to activate. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® safety-lok¿ blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device. The following information was provided by the initial reporter. The customer stated: blood is leaking when switching between tubes during collection.